Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that before implant they were using the restroom 8 to 9 times at night, and now they were still going to the bathroom 4 or 5 times at night, and they wanted maybe 1 to 2 times at night. The patient wanted assistance with programming changes and after review, the patient successfully changed from program 5 at 2.1v to program 6 at 2.2v where it was comfortable. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the interstim not quite working,up 4-5 times a night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported he was getting up 3-4 times at night since having implant and like to know if he should increase the stimulation. It was recommended that patient adjust setting at night and monitor symptoms. Additional information was received from a consumer indicating that they were having a continuation of the previously reported issue, they were getting up during the night to use the bathroom. The patient initially stated they were getting up ¿no more than 3 times per night¿ but later stated that it was not consistent how many times they were getting gup. The patient stated that last night it was like 4 or 5 times that they got up to use the bathroom. The patient stated that if they went to bed at 10 it was like clockwork and they were getting up at 12 or 1 to go to the bathroom. Prior to getting the ins the patient was getting up 8 to 10 times per night, but with the ins they were not getting 50% reduction in symptoms. The patient further stated that when they got up at night and used the bathroom it was like their bladder was not completely emptying and it felt like they would have to go to the bathroom again, and sometimes they did go again. The patient confirmed that this had been going on since implant. The patient reported they were currently at 5.3 and inquired about where they should feel stimulation. The patient stated they were feeling stimulation in their penis and that sometimes they couldn¿t even really sit down because of the feeling of stimulation. The patient clarified that if they bent over or ¿spread the cheeks or whatever,¿ the stimulation felt uncomfortable. It was reviewed to decrease stimulation if it felt uncomfortable, but the patient then stated they were getting up more at night. The patient stated that they wondered if they were not completely healed from implant and noted that it was implanted for their bladder and prostate. The patient noted and appointment scheduled for ¿monday¿ and they knew how to make changes to their therapy if needed. The patient also reported feeling more pressure when having a bowel movement, the day of the call. The patient stated that they experienced pain with the bowel movement, and they felt less pressure after having it. The patient was advised to follow up with their healthcare provider. No further complications were reported.